Event description:
Reported due to ballon rupture. In 10//2005, the physician attempted to use a jomed fox pta catheter during a percutaneous transluminal angioplasty (pta). Reportedly, the balloon was introduced into the superficial femoral artery (sfa), inflated to nine (9) atmospheres (atm) and ruptured. It was noted that the device was completely retrieved from the patient in its entirety. A new catheter was introduced and the procedure was completed with no reported pateint complications. The patient was discharged to home on the same day.